Manufacturer narrative:
(B)(4). Batch # r5774c. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gts60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Can you provide the lot number for the endocutter? Do you know if buttressing material was used with the firing? If so, which buttressing material was used?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the four firing of the device the blade cut the entire length but the staples only deployed on the specimen side. The doctor completed the sleeve and over sewed a one inch opening that remained. A drain had to be place in the patient¿s abdomen. The patients current condition is unknown.